Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. During the procedure there were some difficulties with transeptal access. The patient left the room with no noted complications. Two (2) hours later it was found that the patient had a significant pericardial effusion, a pericardiocentesis was performed resulting in 750cc of fluid being removed. The patient was fully recovered and was discharged.